Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up report will be sent when product eval is complete.

Event description:
The rep reported that during the stage ii implant procedure, when the temporary cover was removed from each dbs lead, the number zero contact was compromised and lead wires were exposed. With difficulty, the physician connected both compromised leads to the extension; impedance readings in recovery were acceptable. The system was activated and the pt initially did well. A few months later, when therapy benefit stopped, a system check showed high impedance readings from the right-side components and a short circuit was detected from left-side components. Both leads were replaced and returned to the MFR for analysis. See MFR report number 2182207200701224.